Manufacturer narrative:
H6 - 4581- over/under correction. H6 - work order search: no additional similar complaint type events within associated lots were found. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. The lens was exchanged for a stronger power, same model and length lens. The problem was resolved. Cause of the event was reported as patient related.